Event description:
It was reported that the unit leaked battery acid. The product was changed with new irrigator and surgery was completed successfully.

Manufacturer narrative:
Additional information will be provided once investigation is completed.